Event description:
A nurse reported the lens had fallen into the back of the eye one day following intraocular lens (iol) implant surgery. She stated one week after the lens was retrieved and exchanged. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Additional information was requested 09/08/2011 and 0/09/2011 by fax, phone and mail. A completed questionnaire has not been received. (B)(4).